Event description:
Fill volume: unk - asked not provided. Flow rate: 2ml/hr. Cathplace: stomach. Please reference: 2026095-2015-00016/(B)(4), 2026095-2015-0017/(B)(4), 2026095-2015-00018/(B)(4), 2026095-2015-00026/(B)(4) and 2026095-2015-00029 through 2026095-2015-00052/(B)(4). It was reported that 28 incidents occurred where the infusion ended sooner than expected while using homepumps. It was further described as, "did not infuse properly for 28 days (each time too fast)". Incident #12 of 28: incidents #4-28 will represent the rest of the 28 day series of treatment for 1 patient where it was reported that the homepumps did not infuse at the appropriate flow rate.

Manufacturer narrative:
Method: the devices will not be returning for any of the other therapy dates that occurred during the 28 day treatment. However, two devices with the same model number were received, as representative samples, for analysis. The device evaluation is anticipated, yet not begun at this time. Results: at this time, the investigation is still in progress. There are no device testing results available as the investigation and evaluation are currently in progress. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.